Event description:
Procedure: laparoscopic sleeve gastrectomy. According to the reporter: staples did not form ideal b formation. Due to this problem leakage has occurred. Patient was had reoperation and after 4 days she was discharged. There was unanticipated tissue loss. Incision line did not exceed more than 1 cm. No blood lost more than 500 cc. Staples fell into body cavity. The leak was discovered post-operatively. No reinforcement material used. Last known patient status is fine.

Manufacturer narrative:
(B)(4).